Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, therapeutic donor testing was performed with an in-house monitor and retained strips of lot k382781. In-house testing of strip lot k382781 meets accuracy criteria. No product deficiency was observed. The manufacturing records for the lot were reviewed and the lot met release specifications. Although the root cause analysis did not include return testing, improper technique and user issue were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016, a variance between the inratio2 inr results was reported on a patient in (B)(6). Results are as follows: date: (B)(6) 2016, inration2 inr: 3, 2.3 and 2.0 (testing performed consecutively) therapeutic range: 2.0 - 2.3. Reportedly, the monitor was not in the correct mode when the finger stick was performed and the same finger/fingerstick was used for the first two (2) tests. This is considered to be a user issue and an improper technique when performing the inratio test. There was no reported adverse patient sequela and no additional information was able to be provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)